Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: l1-l2 stenosis, lumbar scoliosis and lumbar radiculopathy and underwent the following procedures: removal and reinsertion of spinal fixation with extension of l2 with extension up to l1, l1-l2 laminoplasty- style laminectomy and l1-l2 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device and posterior fusion, l1-l2. As per operative notes,¿ a interbody implant; 11 mm in height x 12 mm in width x 26 mm in length was selected. This was filled with rhbmp2 and then purposely placed in the anterior aspect of the disk space and then tamped to a transverse position to take advantage of the shape of the implant to help achieve deformity reduction. Additional rhbmp-2 wrapped around local bone was placed behind the implant and then local bone from the approach was packed posterior to this. Small bit of rhbmp-2 wrapped around local bone then placed in posterolateral gutter on the left for posterior fusion.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.